Event description:
It was reported that the device would not show the patient's ECG reading thru the therapy cable, paddles lead. An advanced life support (als) crew was dispatched to a call involving a down female cardiac patient at a nursing home and observed CPR in progress. The first responders had already connected the patient to an AED (brand unknown) prior to als arrival and it advised no defibrillation shocks. The lifepak 12 device was connected to the patient via the therapy cable-third party electrodes (phillips brand) and there was no ECG reading via the paddles lead. The ECG leads were applied thereafter and an asystole rhythm was noted. A third defibrillator was connected to the patient and the asystole ECG rhythm confirmed. A telemetry physician was contacted and the patient was pronounced deceased at the scene. There were no further details on the event and/or the patient provided. A clinical review of the reported event determined that the device use did not contribute to the patient outcome as ECG showed as asystole; defibrillation was not indicated; and the patient down time was 10 minutes or greater.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On (B)(6)2010, the patient was hospitalized due to the peritonitis. On an unreported date in 2010, a peritoneal effluent culture was performed which was positive for candida albicans. It was unknown whether the patient received remedial treatment. On unreported dates in 2010, the patient was discharged from the hospital, pd therapy was withdrawn, and the patient was transferred to hemodialysis. At the time of reporting, the patient was recovering from the event of peritonitis with culture positive for candida albicans. Medical history included end stage renal disease (esrd), hypertension, and pneumonia. Per the nurse, the event of peritonitis was not related to pd therapy but was caused by an airborne yeast.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the flexicap (10d15h25, 10c02h25), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.